Event description:
(B)(6) received information that patient was presented into the operating room for a transcatheter aortic valve replacement (tavr) for a failing surgical aortic valve due to aortic stenosis and leaflet thickening. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).